Event description:
It was reported that the mini-cap sponge came out from the mini-cap. There was no patient involved, and no patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and the evaluation is complete. A batch review was conducted for potentially associated lot number gm1305015 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was visually evaluated and it was noted that the sponge came out from the mini-cap. The reported problem was confirmed but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted